Event description:
It was reported that a patient received a system error 2240 (air in line) on the homechoice machine. It is unknown which step of the process this event occurred. There was no report of patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.